Event description:
A peritoneal dialysis pt reported that she was not able to drain during her treatment on (B)(6), 2011. She attempted to perform manual exchanges but still was not able to move any fluid. The pt presented to the clinic where the extension set was changed and found to have the pin broken off and lodged in the set. Once the extension set was changed, the fluid was able to move and dialysis treatment resumed without further medical intervention.

Manufacturer narrative:
(B)(4).